Event description:
A malfunction was reported on the pump by the customer, but no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer in doing so. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue reappeared.